Event description:
The complainant stated that the pt was alert and oriented. All siderails were in the up position. The nurse set the bed exit earlier on the shift. The pt stated that she was trying to reach over the siderail to grab her phone charger and toppled over the siderail. There was no witness to the pt fall. The nurse came in the room and found pt on her knees on the floor beside the bed. The bed exit did not alarm audibly. Pt was not injured.

Manufacturer narrative:
The technician inspected the bed and found the sound was off for the bed exit and the left caregiver cable had a short causing siderail functions to work intermittently. The technician replaced the siderail cable and the bed is working as designed.